Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2024 when they ultimately expired. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Several sections of the IFU and patient handbook provide information regarding how to care for the driveline and outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, the patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested for concern of short to shield and did not contain any data suspect of a short to shield. The log file captured unsustained low flow events on (B)(6) 2024 between 8:33 and 8:37. There was one no external power event noted on (B)(6) 2024 which self-corrected. No action needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.